Event description:
It was reported to philips that the wireless footswitch had a connection issue. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information acquired, this complaint is related to the firmware issue with the wireless foot switch (wfs) addressed in medical device correction z-0648-2022. The system was in clinical use when the issue occurred. The planned non-emergency treatment procedure was completed as planned by using the hand switch. A philips field service engineer (fse) visited the site and confirmed that the indicator leds were off when the issue occurred. The fse replaced the wfs and base station. After replacing the wfs and base station the solution was implemented, the system was returned to use in good working order.